Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient's ipg was no longer able to communicate with the external devices after the patient experienced several falls as a result of a stroke. In turn, the patient's ipg was explanted and replaced. Therapy was restored post-op. The concomitant medical product(s)/therapy date(s) are unknown.